Event description:
It was reported that during a shoulder procedure using a quantum 2 controller, the unit would not work properly with a concomitant camera, when a wand was activated. Several wands were tested, but all yielded the same results. Ultimately, the surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this result.